Manufacturer narrative:
A visual and functional examination of the returned device could not confirm the reported event. The unit passed all visual, funcional and mechanical analysis. A review of the device history record for the pertinent lot was performed; no anomalies were noted.

Event description:
It was reported to boston scientific in 2008, that an endostat ii electrosurgical unit was used for a hemostasis procedure (patient age, gender and weight unknown) the day before.according to the complainant, monopolar has no power. The physician did not complete the procedure due to this event. No patient complications were reported due to this event.